Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 100 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 158 mg/dl and 141 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 03/31/2016 and open vial date is week of (B)(6) 2015. Recall test results performed from meter memory (date/time not set): 197 mg/dl (B)(6) 2015 12:00 pm fasting: yes; 187 mg/dl (B)(6) 2015 11:30 am fasting: yes; 252 mg/dl (B)(6) 2015 05:44 pm fasting: yes; 109 mg/dl (B)(6) 2015 11/33 am fasting: yes; 247 mg/dl (B)(6) 2015 12:00 pm fasting: no. Adverse event not reported.